Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
The patient provided additional information. The patient called to report she saw a new doctor, who looked at her eyes. Her vision is good, but the glare is her biggest concern. The doctor, an ophthalmologist, (name not provided) wrote a prescription for anti glare glasses that may help with the night driving. The doctor also provided otc (over the counter) drops, lumina which reportedly dilates your eyes to help with the night driving glare issues. The patient stated that she had night driving glare issues since day one and the former surgeon told her it would take several months up to a year for this to subside. It never subsided. Patient is supposed to return to this eye doctor in two (2) years for a follow up. Patient reports she is still unhappy with the lenses overall; but she is happy that her distance vision is good and she does not need to wear glasses. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, the lens remains implanted. (B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as the lens remains implanted. Therefore, the patient's reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient reported she is very dissatisfied with her symfony lenses. The lenses were implanted 2 years ago, 2017. She is unable to drive at night due to severe halos and glare, which look like spider webs. She also has dry eyes and uses over the counter drops. She is able to read with over the counter glasses, drive during the day, and perform normal daily activities. Night driving is not possible and even being a passenger while driving at night hurts her eyes. She is planning on visiting her physician's' office soon to follow up and see if they can possibly do anything to help. She has tried both yellow and blue tint sunglasses which have not helped. No further information was provided. The patient has bilateral lens implants. This report represents the lens implanted in the right eye and another report will be filed for the lens implanted in the left eye.